Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was exhibiting intermittent left ventricular (lv) loss of capture after being reprogrammed when showing high capture thresholds. Technical services (ts) was consulted and recommended reprogramming. This crt-d system remains in service. No adverse patient effects were reported.